Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted one needle. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device needle came off the thread when the technician pulled the suture out of the package. A new suture was used to complete the procedure with no issues. This issue was happened prior to use and there was no patient involved in this event.